Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of units of insulin during the load sequence. As well, as that the wake button was sticking. Customer¿s blood glucose level was 260-280 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.